Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit was broken on the bottom. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the mesher blades were dull and the roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet gear, sliding pin, spring, and latching pin were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the mesher blades were dull and the roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet gear, sliding pin, spring, and latching pin were replaced. This is not a related issue. The device history record (DHR) of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) of skin graft mesher 2:1 ratio cutter serial number (B)(4), reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4), as documented in the repair reports in livelink. The device history record (DHR) of skin graft mesher 3:1 ratio cutter, serial number (B)(4), review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 3:1 ratio cutter, serial number (B)(4), as documented in the repair reports in livelink. The device history record (DHR) of skin graft mesher 4:1 ratio cutter, serial number (B)(4), reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter, serial number (B)(4), as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be performed due to the damaged comb. The roller had visible damaged. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the comb and roller were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the comb and roller were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
Skin graft mesher was broken on the bottom. Per follow up response, the broken piece on the bottom was found out before the case, no patient involvement. Investigation revealed that the comb was damaged. No patient harm or delay were reported.